Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving saline via an implantable pump. The patient stated that they had 10cc¿s of saline solution in their pump and was wondering how many days it will run in stand bye mode before they get a warning alarm. Additional information was received on (B)(6) 2021 from the patient who reported that after pump was implanted in (B)(6) he had it filled on (B)(6). On (B)(6) he was admitted to the hospital with an overdose. Per the patient they withdrew morphine and put 10 cc's of saline in the pump. A few days later the pump started beeping and the patient can see on his ptm an "error 97" that it is low (low reservoir alarm). The patient asked how low 10 cc's of saline should last and it was reviewed that it would depend on how the pump was programmed. The patient was advised that if saline is low he will need to go back to the doctor's office to have the pump filled. The patient was upset at having to return to the doctor's office and stated that "I spent 5 days in the ICU" and that the saline should last longer than this.